Event description:
It was reported that the patient passed away. The cause of death was suspected to be suicide. The patient was found at home with the pump disconnected from power and driveline. It was reported that the patient's outcome was not device or therapy related. The device would not be explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system being disconnected from power was not confirmed as no log files were available for review. The provided information indicated the system controller will not return, log files are not available, and the system controller serial number is not available. The provided information indicated the patient was found at home with the system disconnected from power due to a highly suspected suicide. Per the provided information, the root cause for the system being disconnected from power was due to user error in disconnecting both controller power cables from external power. Device history records could not be reviewed due to the serial number of the heartmate 3 system controller not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D, heartmate 3 patient handbook, doc rev. A are currently available. Section 7 of the IFU, entitled alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to ensure one power cable is always connected to an external power source. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.